Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a saphenous vein graft. It is noted that the lesion was predilated with a maverick2 monorail balloon. The quantum maverick monorail balloon was removed and the procedure was considered successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.